Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "seroma-late." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 photo analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Healthcare professional reported right side "seroma-late. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
The device has been explanted.